Event description:
A consumer reported that following implantation of an intraocular lens (iol) the distance vision beyond around 18¿ is still fuzzy as well as closeup. Additional information was requested and received stating lens get dry during awakening hours, but after use of refresh on a regular basis which helps for a while. Computer screens at about 31¿ begins to get in the fuzzy zone & there on out, my vision is fuzzy and not being able to recognize people from about 20+ feet out is somewhat frustrating. Additional information was requested and received stating experiencing little haze 2 months ago & said if it¿s still there. Ophthalmologist can fix it with laser surgery, but he also said that could affect the vision process. The patient wait until around december since right eye was done june 9th. There are two medical device reports associated with this patient. This report is associated with the left eye.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned. Product history records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. The product was not returned. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is:(B)(4).

Event description:
Additional information has been received and stated that the patient experienced blurry vision at all levels and the patient underwent for laser treatment for the capsules.